Event description:
A report was received that the patient's ipg was uncomfortable. The patient underwent a revision procedure wherein the ipg was relocated to the lower position of the body. The patient was doing fine after the procedure.

Event description:
A report was received that the patient's ipg was uncomfortable. The patient underwent a revision procedure wherein the ipg was relocated to the lower position of the body. The patient was doing fine after the procedure.